Event description:
It was reported that the physician said that the t-wave over sensing resulted in inappropriate therapies followed by the appropriate therapies to the patient. It was noted that the qrs morphology became quite similar to the t-wave morphology following the first shock. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.